Event description:
It was reported that the charge time limit was reached during a capicator maintenance check. Subsequent charge times were in normal range. The device was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.